Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this insertable cardiac monitor (icm) device had not met the projected longevity; it was also noted that the premature ventricular contraction (pvc) burden from the device settings had been programmed to be on and continuous. Boston scientific technical services (ts) requested engineering to have the data from this icm device analyzed. Boston scientific engineering analysis of device data indicated the battery voltage had dropped in an unusual manner. Ts provided the analysis results to the field representative discussed this icm device should be returned for analysis. Additional information from boston scientific field representative indicates the icm device was explanted from the patient due to the initially reported issue. A pacemaker system manufactured by another company was implanted in the patient. No adverse patient effects were reported. The explanted icm device was returned and is being analyzed at this time.